Event description:
The customer reported bellavista 1000 displaying an error message technical failure 316 blower failure and technical failure 401- inspiration valve or device leaky. Furthermore, there was no information for patient involvement associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined that the root cause is due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Advised customer to exchange the unit with a known good blower and repeat the blower test. After follow up attempts, no update received from the customer.